Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call of having high blood glucose of 400 mg/dl. The customer was treated with the manual injection and the insulin pump. Customer reported that the insulin pump was damaged and was cracked on the screen and side of the insulin pump. During troubleshooting, customer reported that the insulin pump had been bumped. Customer was advised that the insulin pump would need to be replaced. Customer also mentioned of experiencing high blood glucose of 325 mg/dl. Customer declined troubleshooting for high blood glucose. The insulin pump is expected to return for failure analysis.

Manufacturer narrative:
Device was received with a cracked case ,and cracked battery tube threads. Device p-cap or reservoir locked properly in place. Device passed the displacement test. (B)(4).